Event description:
Parkell, inc. Is filing a cautionary report in response to a discrepancy discovered in the maude database (report (B)(4)). The company identified several inconsistencies that suggest the report may be inaccurate or misattributed: summary of key issues: identification discrepancy: the report lists model d410 and catalog d419, neither of which are valid parkell device numbers. Clinical inconsistency: the event description mentions "rv "[right ventricle]" lead" issues, which are unrelated to an ultrasonic scaler. Lack of notification: while the filing claims parkell was notified on (B)(6) 2026, the company maintains they have received no such communication. Inappropriate use case: the event occurred in a hospital, a setting for which parkell's scalers are not recommended. Parkell's action plan: investigation: the company is investigating whether a parkell device was actually involved. Recovery: efforts are underway to recover the specific unit for technical evaluation. Regulatory compliance: this filing serves as a proactive measure while the company gathers follow-up information.

Event description:
Parkell was informed that medsun filing (B)(4), (B)(6) hospital was in error. The device involved was not a parkell device.